Manufacturer narrative:
The manufacturing records were reviewed and no relevant nonconformities were found.

Event description:
It was reported to nevro that the patient passed away. The physician does not believe it was device-related. There were no reports of device-related issues from the patient prior to the passing.